Event description:
A discordant high result was obtained for troponin on one patient sample. The discordant result was reported to the physician. The sample was repeated as requested by the physician and the repeated result was different than the reported result. Patient treatment was altered due to the discordant troponin result as follows: a cardiac catheterization was performed on the patient.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to a loose straw in the base bulk container. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.